Event description:
In 2001 the end-user called minimed, USA and stated that the plastic parts loosened from the tape several times. On september 17, 2001 maersk medical received the complaint and 30 unused infusion sets. The near-incident took place in a foreign country.